Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were reproduced while running a loaded set. Evaluation found both the upper and lower reading on the ultrasonic sensor to be below specification, caused by a failing upstream sensor. The failed upstream sensor was replaced. Additional information: low readings, 2535 increased sensitivity.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.